Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For both reported events, the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced inaccurate delivery of tidal volume. These reports were received from various sources. Of the 2 events, 2 did not involve a patient.